Event description:
New information noted that the helix anomaly was noted after many attempts to extend the helix. The reason the lead could not be fixed was due to patient anatomy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the helix would not extend. Many methods were attempted. The lead was not used and was replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 52.1 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.